Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness. The leadless implantable pulse generator (ipg) exhibited a pacing problem with inconsistent/unstable threshold. Variation in thresholds were observed when the patient was laying down and sitting up. The leadless ipg was explanted and replaced with a transvenous bi-ventricular (bi-v) system. No further patient complications have been reported as a result of this event.